Event description:
It was reported that during the procedure, the insertion tube was found to be peeling, and difficulty was encountered in passing the snare through the scope. Eventually, the snare passed through and a piece of plastic was discovered and retrieved using a roth net. Although the plastic material is biologically safe and poses no health risk, the retrieval created an unplanned medical intervention.

Manufacturer narrative:
Upon investigating the subject endoscope, it was confirmed that there was a scratch and surface peeling at a position 3 cm from the distal end of the endoscope inside the forceps channel. Although difficulty was encountered in passing the snare through the endoscope, eventually, the snare passed through. Based on this information, it is believed that when the snare was forcefully inserted into the forceps channel, the inner wall of the channel was scraped, and the resulting a piece of plastic fell into the patient's body. The piece of plastic that fell into the patient's body were subsequently retrieved using a roth net. As a result, the procedure took longer than expected. The procedure was completed successfully, but an unexpected medical intervention to retrieve the fallen objects occurred.